Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation:the device has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: a review of the pump black box showed one pump reboot on (B)(6)2019 associated with a battery and cartridge change. An auto off alarm was recorded on (B)(6)2019; deliveries were not resumed after alarm. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. During testing, the pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored and was difficult to read text due to dimming. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.